Manufacturer narrative:
Eval - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results; other-reformatted computer. Conclusion; the cause of this isolated incident is unk.

Event description:
One customer has reported their walkaway 96 si system is reporting previous results with current panels being tested. It is unk if the results were reported to the physician and/or treatment was delayed or withheld. There are no reports of adverse health consequences associated with this issue.